Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot/serial number was provided; therefore, a device history record (DHR) review could not be performed.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number, and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had high pressure alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.